Manufacturer narrative:
B5 describe event or problem: updated with additional information received h6: device code added

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted. There were no patient complications reported, and no intervention performed. It was further reported that the device was no longer meeting position, anchor, size and seal (pass) criteria and had a 7mm leak present. Additional intervention has not yet been determined.

Manufacturer narrative:
B3 date of event: estimated as 45-days post implant.

Event description:
It was reported that device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx pro laa closure device was implanted on (B)(6) 2024. At the routine 45-day follow-up, it was noted via transesophageal echocardiography (tee) that the closure device had shifted. There were no patient complications reported, and no intervention performed.